Manufacturer narrative:
Concomitant: product ID 8782, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient's daily dose had continued to escalate without relief. The hcp performed cap aspiration but could not aspirate. X-rays and dye study were performed. The catheter tip remained in same location as implant but could not aspirate catheter. The patient was referred to the neurosurgeon for evaluation. No patient symptoms were reported. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.